Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The customer reported that the suture splits while using. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture and two open and used samples that show splitting in the thread surface. Although without closed samples a proper analysis cannot be performed, taking into account these open samples received show fraying/splitting, we consider that the complaint is confirmed by evidence of the failure in the open samples received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.